Event description:
It was reported that the pump had been re-anchored three times since implant. It ws also reported that the last refill 19cc was removed from the pump and it should have been 2.7cc. No patient symptoms were reported. The report indicated that the pump was explanted per the patient's request, as the patient had copd and was tired of "messing with the pump". The patient's outcome was reported as non-serious injury/illness. The pump was used to deliver dilaudid.